Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The customer service technician was informed by the surgeon on the (B)(6) 2018 that he noticed after the surgery that the black handle of the mayfield head holder adaptor was broken:

Manufacturer narrative:
It was reported that the back handle of the mayfield head holder adaptor broke. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The product was received at the manufacturing site on 27 aug 2018. A visual inspection was performed on the part returned and indicates that "the handle of the mayfield head holder adaptor is missing. There is damage on the sub-assembly". The visual inspection could not be done on the handle and the screw of the mayfield adaptor as they were discarded and not returned to the manufacturing site for investigation. As the part returned for investigation was not complete the technical root cause cannot be determined. The mayfield head holder has already been replaced on 15 jun 2018. Corrected data: date of this report, model number, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, remedial action.